Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The complaint history records were reviewed and there were no other complaints of this nature. The explanted lens was returned to eyeonics for evaluation, however, the lens was received in many pieces. Due to the condition of the returned sample, it was not possible to measure the lens diopter. One lens from the same mfg lot number were pulled from retain samples and subjected to diopter verification. The lens was labeled correctly as 21.00d. We are unable to confirm reported event of "lens explanted due to mislabeled diopter".

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, secondary surgical intervention was performed in order to exchange the lens for a different lens diopter. The physician suspected the lens was mislabeled and wants the lens evaluated for diopter verification. Add'l info has been requested from the physician. This MDR is being filed based on lack of info regarding the cause of the event.